Event description:
On (B)(6) 2011, the lay user/patient in the (B)(6) contacted lifescan to report the one touch vita meter was giving inaccurately high readings. On (B)(4) 2011 the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2011 at 9:08 pm, the patient obtained the pre-meal blood glucose reading of 22.6 mmol/l on the reported meter, which he claimed was inaccurately high compared to his expected value of 14.0 mmol/l. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient took an increased dose of humulin m3 insulin 16 units instead of his usual 14 units, and went to bed. On the morning of (B)(6), 2011 at 8:00 am, the patient experienced the symptoms of shaking and sweating. While symptomatic, the patient tested his blood glucose level to be 10.9 mmol/l on the reported meter. The patient ate toast, and went to visit a nurse. At 9:30 am, the nurse tested the patient's blood glucose level to be 2.3 mmol/l using another manufacturer's meter. The patient was treated with the glucose drink lucozade. The patient manages his diabetes with humulin insulin taken twice per day on a sliding scale, usually 14 units. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on an elevated meter reading, and received treatment with food to alleviate his symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k082513.